Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted; that the device was received with the obturator inserted into the trocar, prolonged insertion can over stretch the envelope seal. The obturator, trocar, cannula insufflation port and envelope seal appeared intact. Pmv performed functional testing: the device failed an air leak test. The obturator was inserted into the trocar; the device was actuated and fired through the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior the procedure, one device had a disengaged seal. The second stapling device lever could not be squeezed, and staples partially deployed but got stuck in the end of the stapler. This issue was noticed prior to use and there was no patient involved in this event. No additional information was provided.